Manufacturer narrative:
This was a pt with a diagnosis of sepsis, several cardiac problems and multi-organ failure. The pt was maintained with mechanical ventilation. His blood pressure was being supported with inotropic medications, names and doses not provided. There was no request for gambro technical services to inspect this prisma machine. Facility's registered nurse (rn), intensive care unit (ICU) nurse manager stated that the prisma machine did not cause or contribute to the pt's death. Gambro has found no evidence to suggest that its device caused or contributed to this event. Gambro does not regard the submittal of this report as an admission of liability.